Event description:
Indication: age-related osteoporosis without current pathological fracture. Patient reported that the needle doesn't want to come off the cartridge and she is not sure she is getting an adequate dose. She has been using the current pen for about 3 weeks and she did mention she dropped it about a week ago, but she stated she was having trouble before dropping it. The needles must unscrew by hand and at this point there should be less medication left in the pen, per patient. Tymlos lot ru01101, expiration date: 12/31/2024, needles lot 1096044, exp 4/30/2026. Provided patient with manufacturer phone number to reach out for replacement and transferred to set up delivery of new pen and pen needles. No adverse events reported due to malfunction. No missed doses reported. Unknown if patient still has defective device on hand. Reported to (B)(6) by pt/caregiver.